Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the pacemaker exhibited no output and failure to capture. The pacemaker was not used an replaced during the procedure. The patient was stable throughout.